Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous distal right coronary artery (rca). After an unspecified guide wire crossed the lesion, a 2.00mm x 12mm maverick²¿ balloon catheter was advanced for pre-dilatation. However, on the first inflation at 10 atmospheres, the balloon ruptured. No segment of the balloon were detached inside the patient and the procedure was completed with a 2.0mmx12mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).